Event description:
Based on limited information, during shoulder surgery, a split pad was placed on the right side of the abdomen. When they removed the pad they saw two burn marks, one horizontally and one vertically. The MFR of the pad is reliant.